Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during testing, the pump was constantly inflating and making noise. There was no patient involvement. The pressure did not match the actual pressure it was set to. The pressure continuously fluctuated on the left/red side. It would go to the appropriate selected pressure setting but would then fluctuate constantly instead of holding steady pressure. They changed tubing 3 separate times and could not hear or detect a leak. The pressure was set at multiple settings but 250 is the default and the problem can be duplicated at that setting reliably. The unit almost never stops pumping that is the issue. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was confirmed to have been delivered to dover, oh though that package has not been found at this time; therefore, an evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.